Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, a revision was required due to implant loosening secondary to bad cement. It was communicated that a bone scan showed that the competitor/"cobalt"-cement did not adhere to the bone causing the (aseptic) loosening of the femoral and tibial implants. Reportedly the patient "is doing well and is happy with new knee". Per correspondence, no medical documentation will be provided and no explants will be returned. The root cause was reportedly the competitor "bad cement" which "did not adhere to the bone causing loosening" and not a component malfunction. Patient impact beyond the reported loosening and revision would not be anticipated based on the information provided and report of the patient "doing well" . No further medical assessment is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as but not limited to abnormal motion over time, bone degeneration, fit/sizing, lack of ingrowth, lifetime of device, and traumatic injury. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that after primary surgery, patient presented implant loosening. Event was noticed after a bone scan was performed, which showed that the cement did not adhere to the bone causing the loosening of the femoral and tibial implant. Cement used during primary surgery was not from smith and nephew. A revision surgery was performed to explant affected devices. Patient outcome is fine.